Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from the united states alleged potential false positive results for two patients¿ samples tested with the cobas® sars-cov-2/influenza a/b assay. The customer reported that on (B)(6) 2021 that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a patient¿s sample generated on the cobas liat system. The patient¿s same sample was re-run on a different cobas liat system and generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A recollected sample from patient 1 was also analyzed on the on cobas liat system and generated a sars-cov-2 negative, influenza a negative, influenza b negative result. On (B)(6) 2021 that they observed a sars-cov-2 positive, influenza a negative, influenza b negative result for a second patient¿s sample generated on the cobas liat system. The patient¿s same sample was re-run on a different cobas liat system and generated a sars-cov-2 negative, influenza a negative, influenza b negative result. A recollected sample from patient 2 was also analyzed on the on cobas liat system and generated a sars-cov-2 negative, influenza a negative, influenza b negative result. Patient sample was collected using nasopharyngeal and m4rt. The customer confirmed there was no allegation of harm to the patient. The results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed, one for each patient, as per FDA guidance.